Manufacturer narrative:
E3: non health professional. The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had no image. The issue occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
Non health professional this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. In addition, the device evaluation found cable flooding, flooding of image capture, striking at the electrical contact point, and lens scratches. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had no image. The issue occurred during inspection before use. There were no reports of patient harm.